Event description:
It was reported that removal difficulty and shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed, 35x3mm, concentric and de novo target lesion with a bend of less than equal to 45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After a 3.5 convey guide catheter and a non-boston scientific (bsc) guidewire crossed the lesion, a 38 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during the procedure after inflation of the balloon to the stent, it was noted that the balloon was difficult to remove even after multiple attempts and the shaft was broken. The procedure was not completed and the patient underwent surgery.